Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problems (damaged belt connector, adjust belt messages, check te pad messages) have been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically damaged electrode belt cable receptacle. The root cause for damaged receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged belt connector and caused adjust belt/ check te pad messages.